Manufacturer narrative:
No product was received as no product fault was alleged and devices remain in situ. No radiographs could be provided confirming the alleged complaint. Date of index procedure and length of use is unknown. The patients post op activity levels are unknown. Due to the lack of information provided to root cause can be determined. Post operative pain is a known complication of spinal surgery. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery include pain, discomfort or abnormal sensations due to the presence of the device. Nerve damage due to surgical trauma..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
On a unknown date a patient underwent a posterior fixation procedure on unknown levels of the spine. On (B)(6) 2020 the patient was reported to be experiencing burning back pain. The patient was given 300mg of gabapentin and was prescribed 2mg tablets of diazepam and valium to be taken orally every 6 hours for muscle spasms for 5 days. This information was obtained through a clinical study, reline harms adolescent idiopathic scoliosis study, and no additional information could be obtained.